Event description:
It was reported that during a meal the user who is a participant of survey for ilet experience study experienced hypoglycemia with a measured glucose of 60 mg/dl and self-treated with fruit snacks, after which glucose rose above 100 mg/dl; no device alerts or alarms were reported, and additional information is pending. Investigation included outreach to obtain further event details and blood glucose information. Investigation of this case revealed that the cause of the hypoglycemia remains unclear with no identified device malfunction. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-management of the event without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.